Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. The manufacturing records for this batch have been reviewed and no issues ar discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. If any additional relevant info is received, a supplemental MDR will be submitted. A CAPA has been initiated to address this issue. The root cause can be attributed to design limitations.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified proximal left anterior descending (lad) coronary artery. The 15mm x 3.0mm maverick2 monorail balloon was inflated for post dilation and ruptured at 12 atms on the initial inflation. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good."